Event description:
It was reported that the ilet bionic pancreas generated repeated ¿alert 39 ¿ insulin shaft encoder failure,¿ including while the user was on the phone with support, after multiple restarts, and the device was replaced; the user was instructed to monitor glucose with dexcom g7 and to use backup therapy. Symptoms included prolonged hyperglycemia reaching above 400 mg/dl for approximately eight hours without ketone testing, medical intervention, or assistance. Outcomes included interruption of insulin delivery therapy and the need for device replacement, with no hospitalization or emergency care. Investigation included technical review through complaint handling, device replacement logistics, and receipt and inspection of the returned device. Investigation of this case revealed a malfunction of the insulin delivery drive system consistent with an encoder failure within the pump mechanism, aligning with an insulin delivery system hardware fault. It was concluded that the cause was a device component failure of the insulin drive encoder.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.